Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an scd compression sleeve. The pt with stated known allergy to scd sleeves had scd sleeves placed on her during surgery and after surgery was noted to have a skin rash from her knee to her ankle. Pt received topical cream and corticosteroids for treatment as a result. The pt was discharged after a dr reviewed her reaction with no further action taken.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.